Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. The patient requested explant due to inadequate pain relief. The closed loop stimulator (cls) was confirmed to be functioning as intended.